Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, during an embolization procedure in an unknown patient, the wire "got stuck" on a retracta detachable embolization coil and "broke off'". The user was able to successfully retrieve the coil. No adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported by the whiteley clinic (great britain) that a retracta detachable embolization coil (rpn: (B)(4); lot#: 14033115) was difficult to detach and required retrieval. The device was required for embolization of a right pudendal vein. No damage to the device was noted upon opening the package. During the procedure, the catheter was flushed prior to each coil deployment. There was no difficulty advancing the coil through the catheter. The coil was not rotated while advancing to the delivery site and was not repositioned. When the user attempted to detach the retracta coil, the delivery wire was rotated more than three times in a counterclockwise direction; however, difficulty was experienced. The coil could not be retracted, and the delivery wire separated in the catheter about 10cm from the junction. No damage to the junction zone was observed. As a result, the coil required retrieval with a snare. Stretching of the coil was noted. After this occurrence, the procedure was successfully completed. The patient's outcome was described as "satisfactory". No other adverse events were reported. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used partial device, the coil, was returned to cook for evaluation. Upon visual inspection, the returned coil was noted to have been elongated. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14033115 revealed no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The IFU [t_mwcer_rev5] packaged with the device contains the following in relation to the reported failure mode: "instructions for use... 6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. (Fig.5) note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." The information provided upon review of the device master record, instructions for use, and the device history record does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that junction zone was not inside of the catheter at the time of deployment, not allowing the coil to deploy properly, but this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 10feb2023, it was reported that an attempted deployment of a 12mm x 14cm retracta coil was done in the right pudendal vein for standard treatment. Upon opening the package, no damage to the device was noted. There was no difficulty advancing the pusher stylet through the shipping cartridge, or when pushing the coil through the catheter or shipping stylet. It was confirmed that the catheter was flushed before each coil deployment. The coils were deployed via a detachable wire. The coil was in the catheter for seconds before advancement. A counterclockwise direction was used 3 times to detach the coil. It was confirmed that difficulty was experienced when detaching the coil, and it did not detach successfully. The coil was not rotated while advancing to the delivery site and the coil was not repositioned. Difficulty was experienced while retracting the coil. The delivery wire snapped in the catheter approximately 10cm from the coil-wire interface while positioning. The junction zone was not damaged. The coil was deployed in the patient; however, it did not remain in the targeted area. The coil was later retrieved with a snare via a long sheath and found to be stretched. The procedure was completed successfully, and the patient outcome was described to be "satisfactory". The patient was not on any anticoagulation medication. Other nester coils were used during the procedure; however, micro coils were not used. No allergic reactions were experienced by the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.